Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said the device turns on and off when they go to walmart, and was removed. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.